Event description:
The manufacturer became aware that a user of the dreamstation 2 advance auto CPAP had states lung disease, liver disease, toxicity. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.